Manufacturer narrative:
(B)(4). Testing of the lead (model number 3777, serial number unk) revealed broken conductor wires. All conductor wires were broken 14.1 cm from the distal end. All circuits were open with no shorts.

Event description:
The lead was explanted and replaced because it was an older lead that did not work to provide stimulation for the pt. The pt had good stimulation coverage with the new lead. A follow-up report will be sent if add'l info becomes available.